Event description:
The customer reported that the left (live) monitor was not displaying images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pins on the interconnect receptacle were repaired. The system was tested and found to be working as intended and put back into service.